Manufacturer narrative:
Onsite investigation of the involved devices conducted by a spacelabs field service engineer (fse) confirmed that the equipment performed to specifications. Fse also verified that the default (mcm) settings for invasive blood pressure (ibp) alarms were off. The testing was witnessed by a facility staff member. There was no malfunction of the devices. This report is considered final and the issue closed. We note that the customer filed medwatch number (B)(4) with the FDA on march 16, 2016 as regards this event.

Event description:
Spacelabs received a report that bedside monitor model 90387 with command module 90496 and failed to alarm for low invasive blood pressure on (B)(6) 2016 at between 11:00 a.m. To 1:00 p.m. Patient expired.